Event description:
It was reported that during a ptca/stenting procedure a perforation was noted. A lesion in the left anterior descending artery (lad) was rotablated and stented, but the physician was concerned about the diagonal vessel and was going to use a kissing balloon technique down the diagonal. After insertion of the choice intermediate guidewire, the perforation was noted. The physician continued with inserting a choice floppy 300cm down the lad, while a previously placed iq wire remained in the lad. Then a 2.5x15 quantum balloon was placed over the intermediate guidewire and into the diagonal. A 3.75x15 quantum balloon was placed over the iq wire and into the lad. The balloons were inflated to 12 atm for 37 seconds and 18 atm for 59 seconds in the mid lad. The 2 balloons were removed together and then the 3 wires were removed together. Angiogram showed perforation, but the source of the leak was not clear. A pericardiocentesis was performed with excellent hemodynamic response. Final echo showed no fluid and no leak. Pt status was reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unk, the device history records could not be reviewed.